Manufacturer narrative:
The investigation for the vascular damage has been completed. Pump was not returned for investigation. Clinical information is very limited and important information regarding the damage is not available. Therefore, the root cause of the vascular damage issue was not determined since product was not returned and insufficient clinical information as provided. Corrections to the initial MFR report: g1 MDR reporting contact email.

Event description:
The complainant reported a 57-year-old male patient in an acute myocardial infarction / cardiogenic shock (ami/cgs) was implanted with an impella cp device for mechanical circulatory support. During impella support, the patient developed a gastrointestinal bleed. Heparin was removed from the purge line in response to the bleed. Support remained ongoing with the implanted pump.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿